Event description:
It was reported that this patient with this lead experienced infection, sepsis and pocket erosion. The patient was hospitalized and the lead was explanted. No additonal adverse patient effects were reported.